Event description:
It was reported that during central processing, the tip up fenestrated grasper had a failure to unclamp. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient was hurt, nothing fell in the patient and no injuries occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed and found to have a broken grip at the midpoint of the grip. The broken piece was not returned. The complaint regarding the broken instrument was confirmed by failure analysis.